Event description:
It was reported that a patient received a minicap that was missing a sponge. The sponge was not in the over pouch. This event occurred prior to use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.